Manufacturer narrative:
Patient age or date of birth and weight are not available for reporting. Date infection began is not known. This report is for an unknown vectra plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with an unknown vectra plate and unknown screws on (B)(6) 2017. Patient was returned to surgery on (B)(6) 2017 for removal of the implanted hardware due to infection in the epidural space. This report is for one (1) unknown vectra plate. This is report 1 of 2 for (B)(4).